Event description:
It was reported that during the surgery involving the implantable neurostimulator and lead, high impedance and connection issues were observed. The physician noted multiple high impedance issues when connecting the lead to the battery. Despite these issues, the physician decided to proceed with connecting the battery. Post-operatively, the patient was programmed around the impedance issues, and the areas of pain were covered by the stimulation. Troubleshooting steps included moving and trying the connections multiple times. The issue remains ongoing and unresolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977c165 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.